Event description:
Unable to obtain valid qc result for campylobacter cva agar. When challenged with e. Coli qc organism the isolate grows well on this selective media (inhibition, effect of agar not working.)